Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer resolved the occlusion issue by changing the infusion set and cartridge, then resumed insulin delivery.